Event description:
After nearly 4 month that the dental implant was installed in patient's intraoral region #10, it was verified its non osseointegration. Patient presented low bone quality and immediate load was performed.